Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received there was a severed yellow (pgnd) wire and orange (+5v) wire in the trunk cable. The cause of the non-functional therapy electrodes is the severed wires. The root cause of the severed wires is excessive force placed on the cable. No adverse event resulted from the severed wires.

Event description:
A zoll distributor electrode belt sn (B)(4) indicating that it would not communicate properly with a test monitor.